Manufacturer narrative:
A ge service rep performed an on site investigation. The reporter issue could not duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left monitor went black. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.